Manufacturer narrative:
Continuation of d10: product ID 977a260; serial/lot# (B)(6); implanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial/lot#: (B)(6); implanted: (B)(6) 2025. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260; serial/lot #: (B)(6); ubd: 03-oct-2029; UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 03-oct-2029; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the manufacturer representative (rep) has been working with the patient (pt) on programming and dtm increases as the pt's relief hasn't been consistent. A return of pain was reported. X-rays taken showed lead migration. The leads moved from the bottom of t7 to bottom of t8. The rep reprogrammed dtm targets based off new imaging. No additional actions planned at this time but the issue is ongoing. The rep noted they would submit any new information that becomes available.